Manufacturer narrative:
(B)(4). Medical device: batch # r58p9v. Device analysis: the analysis results found that one pcee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition another gst60t cartridge was received partially fired 1/2. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Cartridge b: gst60t, p58k5f, partially fired 2/3. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: please clarify ""a part of the device was damaged."":=>no information. Was the manual override mechanism damaged? =>no information. Or, was some other part of the device damaged? =>no information. No further information will be provided. If so, please specify which part was damaged.

Event description:
It was reported that during an open low anterior resection, the knife stopped in the middle of the first firing on the rectum. Then, the knife returned to home position automatically, and it was found that the deployed staples were formed. At the 2nd firing, the knife stopped at three fourth. The knife reverse switch did not function. Then, the manual override lever was used, but the knife did not fully return to home position and the device was not released. The device was removed somehow from the patient. The surgeon commented that the manual override lever had a difficulty in moving and a part of the device was damaged. The target tissue was thick and solid. An electric knife was used to complete the case. There were no adverse consequences to the patient.